Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a company representative regarding a patient receiving hydromorphone (6 mg/ml at 2.0568 mg/day), bupivacaine (15 mg/ml at 5.142 mg/day), prialt (2.1 mcg/ml at .7199 mcg/day), and baclofen (250 mcg/ml at 85.70 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 it was reported that beginning on (B)(6) 2019 the patient was in the ICU (intensive care unit) with sepsis and an altered mental status but had been discharged 4 days ago. Yesterday ((B)(6) 2019) the patient was experiencing an altered mental status with respiratory failure and had been transferred from another facility to the reporting hcp¿s facility. The patient was currently in the hospital. Per the hcp, the patient was very transient with narcan administration more than once. The patient could say their name, but in a very slurred fashion. The patient had a ptm (personal therapy manager) and per the telemetry strip from (B)(6) 2019 the low reservoir alarm date was (B)(6) 2019. The hcp wanted to turn the pump off and rule it out as a root cause of the patient¿s condition but did not have access to a physician programmer. Additional information was received on 07/26/2019 from a company representative who reported that they had been paged to interrogate the patient¿s pump in the ER (emergency room). The pump was infusing in flex mode. The patient¿s symptoms had come on suddenly. The patient had used their ptm 3 times today prior to becoming obtunded. The prialt bolus dose was 0.05 mcg and the dose restriction interval was 1 every hour with max activations of 10. The ER physician was inquiring about lowering the dose. Additional information was received on 31-jul-2019 from an hcp via a company representative who reported that the patient was getting ready to be discharged from the hospital. No further complications have been reported as a result of this event.